Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for lead revision to address lead displacement. Increased capture threshold and sensing amplitude variation were observed. The lead was explanted and replaced. The patient condition was stable.